Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's leads was exhibiting high impedances. As a result, the lead was explanted and replaced. Surgical intervention resolved the issue.

Event description:
It was reported that the explanted lead was intertwined with the cervical lead and the physician decided to cut out the piece of electrode that was entangled to avoid damaging the cervical lead. As a result a piece of the explanted lead remains in the body.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.